Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed during correspondence with the physician. DHR was reviewed and no relevant discrepancies were found. Root caused could not be determined; however, corrective action has been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. Review of device history records show that lot released with no recorded anomaly. This device is used for treatment. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a right knee revision procedure approximately 20 months post implantation due to pain. It was discovered intra-operatively that the patella pegs had sheared from the patella button. The patella, tibial bearing, and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The root cause of the reported issue was determined to be that the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: regenerex tibial tray 79mm catalog 141275 lot 869570; vanguard right femur 72.5mm catalog 183053 lot 968210; biomet finned stem 40mm catalog 141314 lot 879370; e1 tibial bearing 79/83 x 10 catalog ep-183560 lot 411730.